Event description:
Meter name: profile. Strip name: one touch. Meter code: 7. Strip code: 7. Strip storage: correctly. Symptoms: none. A patient reported no information. The meter allegedly had missing segment. Meter malfunction. The result on their meter was 103 mg/dl. No comparison. No treatment given. No further information has been reported.